Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 95% stenosed lesion being treated was located in the proximal right coronary artery. The physician predilated the target lesion with a 3.0 x 20mm nc quantum apex balloon catheter before advancing a 3.00x28mm promus element plus stent delivery system (sds). However, the sds was unable to cross the lesion and was removed. The physician readvanced the same 3.0 x 20mm nc quantum apex balloon catheter for predilation and then reattempted to deliver the 3.00x28mm promus element plus sds but again it would not cross the lesion. The physician then used a non-bsc guide extension catheter with an unspecified guide catheter and was able to deploy the stent at 14atms. The physician then postdilated the stent using a 3.0 x 15mm nc quantum balloon catheter and it was noticed that the proximal end of the stent had foreshortened about 3mm. The procedure was completed by implanting a 3.5 x 16mm promus element plus stent at the proximal edge of the previously implanted stent and postdilating it with a 3.5 x 20mm nc quantum apex balloon catheter. No further patient complications were reported and patient's status is okay.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).